Event description:
It was reported that the biomed had an arctic sun device that was getting an alert 41 (low internal flow) and not wanted to fill. Per additional information received from ttm on 13mar2026, biomed had device that was reported to not circulate water and was giving an error 41 low internal flow. Per wo notes, troubleshoot and found the circulation pump had no vacuum, gave part number and price for new circulation pump but already had a new pump in biomed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported event is a failed circulation pump. Per additional information received from ttm on 13mar2026, biomed had device that was reported to not circulate water and was giving an error 41 low internal flow. Per wo notes, troubleshoot and found the circulation pump had no vacuum, gave part number and price for new circulation pump but already had a new pump in biomed. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Based on the results of the investigation, no additional actions are needed. Corrections: d, f, h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had an arctic sun device that was getting an alert 41 (low internal flow) and not wanted to fill. Per additional information received from ttm on (B)(6)2026, biomed had device that was reported to not circulate water and was giving an error 41 low internal flow. Per wo notes, troubleshoot and found the circulation pump had no vacuum, gave part number and price for new circulation pump but already had a new pump in biomed.